Event description:
It was reported that the patient had an inflammatory mass. The pump contained dilaudid. The patient had previously called on multiple occasions to request information. It was noted that since the implantation of his pump, his memory was bad, he developed emphysema, copd, cirrhosis of the liver, cataracts, leg cramps and a leak in aorta or heart. The patient required the use of a walker, and had asked his hcp to decrease his pump dose because he "doesn't feel like it is working for him". The patient had experienced drowsiness and had fallen asleep at the wheel at times. He had experienced "severe anxiety and pain". The patient was described as angry, moody and hateful. He had stated on one occasion that he would harm himself. The hcp reported that "pump will be removed per patient's request'. The hcp did not comment on the other reported medical conditions, or if the conditions were attributed to the devices.